Event description:
It was reported that a crack was observed on a minicap which resulted in leakage. This was observed when removing the cap for the next peritoneal dialysis therapy session. The leak came out of a crack that was one-eighth of an inch from the opening of the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a crack on the cap with iodine surrounding the area of the crack. An underwater pressure test was performed in which bubbles were observed; a crack had propagated through the wall of the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.